Event description:
It was reported that the patient presented to the emergency room experiencing left upper extremity pain and swelling. The patient was diagnosed with deep vein thrombosis. The physician suspected that the thrombus may have been related to the right ventricular or right atrial lead. The patient was treated with medications. Patient presented in clinic for follow-up on (B)(6) 2017 and the issue was resolved as the thrombus was no longer an issue. The patient healed well and was doing well after the event.